Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the patient¿s gender/ bmi? F, age (B)(6) bmi 43.9. What color cartridges were used throughout procedure? Gold for entire sleeve. Was buttressing material used? Yes, seamguard were any staple formation issues noted throughout care of patient? No. How was the leak identified? Egd. What was the location of the leak? Near cardiac notch/ top of sleeve. How was the leak addressed? Treated during egd. Is it known if patient was compliant with post-op diet. Unknown. What is the current patient status? Patient is doing well, has been discharged.

Event description:
It was reported that the patient had a sleeve gastrectomy with a plee60a. Nine days, post op, the patient returned with a staple line leak. No other information is known. No product to be returned. This is all the information known/ available regarding this event.